Event description:
Impedance decrease while the number of non-sustained ventricular tachycardias (nsvt) increased was reported. It is indicated that the lead will be replaced. No patient complications have been reported as a result of this event.